Manufacturer narrative:
Software version 16.0. A ge healthcare (gehc) local field team was dispatched to the customer site to complete a patient warming questionnaire. The purpose of the questionnaire is to understand the patient warming issue, to obtain scan specific information, and to learn of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log), surface coils/accessories: (surface coil/ECG checks), system/image quality: (system level testing to check for system failures), patient monitoring: (patient alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within specification and there are no issues with the system that caused or contributed to the burn. The system is designed to comply with iec 60601-2-33, including the requirements intended to minimize the likelihood of patient warming. The mr safety guide provides warming and safety instructions regarding patient warming. No further actions are planned at this time.

Event description:
A patient reported redness and burning on the left forearm on the evening following a mr scan ((B)(6) 2012). The technologist reportedly reviewed the area and the patient was sent home. The patient returned on (B)(6) 2012 with a 3.0cm blister on his arm. The radiologist referred the patient to urgent care where the blister was drained and aid was administered (application of silvadin and dressing). The patient had received 3 exams - lumbar, followed by right shoulder, and last was a scan of the left shoulder. A shoulder rf surface coil was used. There were 7 series for a total time in the magnet of approximately 1 hour, 30 minutes. The series were as follows: gradient echo; gradient echo; frfse-xl; frfse-xl; frfse-xl; fse-xl; frfse-xl. The patient was positioned supine with arms at the sides. The sire was unable to confirm if there was skin to skin contact or if padding was used.